Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since the lot number is unknown, the full UDI number can not be provided. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: stockert 70 rf generator, model #: m-5463-02, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smart touch unidirectional catheter (generation 2) and suffered an esophageal injury (ulcer) requiring hospitalization and medical treatment (unspecified). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.